Event description:
As reported by distributor, their customer was performing a left heart procedure utilizing a boston scientific convenience kit, when they noted a hole in the fluid delivery set was allowing in air. There was no patient injury. The set was replaced and the procedure was completed. The used device is being returned for evaluation.

Manufacturer narrative:
Although it was reported that the used device will be returned for evaluation, it has not yet been received by the manufacturer. Therefore, a failure analysis has not been completed. Upon receipt of the device / completion of the investigation, a supplemental medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.